Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 513 mg/dl at the time of incident. Customer treated their blood glucose with manual injections. It was also found the customer experienced nausea and vomiting from their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. It was also found the customer had a bent cannula after removing their infusion set. The insulin pump also passed a high pressure test during troubleshooting. Customer's blood glucose was 475 mg/dl at the end of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.